Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced leakage. The following information was provided by the initial reporter: leaking. It is either coming from the connection point between the needle and the connector or the connector and the injector. I would say that it is more probable between the needle and connector.

Manufacturer narrative:
H.6. Investigation: no samples or photos received for investigation. A device history review was performed for lot 2102316, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples from the same lot were evaluated and leakage test performed, no defects were observed. Functional testing was performed, sample was attached to a syringe+ a protector connected to a vial. After aspirating the colorant from the vial to the syringe, no issues or leakage were found on the injector. No luer lock disconnection occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced leakage. The following information was provided by the initial reporter: leaking. It is either coming from the connection point between the needle and the connector or the connector and the injector. I would say that it is more probable between the needle and connector.